Event description:
A surgeon reported that after implantation of an intraocular lens (iol) with the iol delivery system, he noticed a reflecting spot on the optic near the edge of the lens. The iol was replaced during the same procedure with widening of the surgical incision.